Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine with a visibly burned power cord plug. The issue was found by the clinic biomedical technician while servicing the machine for the original problem of not powering on. Upon inspection of the machine, the biomed visually confirmed the power plug was burned and charred. It was confirmed there was no observed burning smell, smoke, spark, flame, or arcing as a result of the issue. The plug was the original fresenius part on the machine, and the machine had not had any past issues failing the electrical leakage test. The machine was plugged into a gfci outlet. It was confirmed there was no patient involvement with the reported issue. The biomed he replaced the power switch, the power supply, the function board, and the power control board to resolve the issue and return the machine to service. It was confirmed there was patient involvement with the reported event. It was confirmed that the burned power plug was available for return to the manufacturer.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.